Manufacturer narrative:
A timely MDR submission was attempted on (B)(4) 2015, during a cdrh emdr system outage. Per the questions and answers about emdr - electronic medical device reporting - guidance for industry, user facilities and FDA staff, the attempted filing is being documented in the electronic submission.

Event description:
It was reported that during resection of the distal femur for a total knee procedure at the healthcare facility, the values shown by the express knee software were changing four to five millimeters. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported event of jumping values could not be confirmed or duplicated. During log file review it was observed that the ngenius tracker were several times out of the working sphere of the camera. Infrared radiation or tool location outside of the working sphere could cause or contribute the reported event.

Event description:
It was reported that during resection of the distal femur for a total knee procedure at the healthcare facility, the values shown by the express knee software were changing four to five millimeters. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.